Event description:
Pt reported there has been insulin leakage from the cartridge in the infusion device, and the infusion device piston rod will not fully retract. The cartridge leaked insulin while it was in use, and the piston rod has blocked on 2 separate occasions. Insulin is room temperature and pt lubricates the cartridge before it is filled. Pt attempted to retract the piston rod during the troubleshooting call, and this was not successful. No error messages were received on the infusion device. The infusion device was requested for evaluation. The cartridge was discarded and will not be returned for evaluation. No physiological effects were reported. Pt did not require treatment form a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.